Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (2000 ¿mg/ml¿ at 1131.6 ¿mg/day¿) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 it was reported that the reporter was assisting with a routine pump replacement procedure and noticed that the unitsfor the baclofen were programmed as ¿mg/ml and mg/day¿ and the reporter thought that it should be ¿mcg/ml and mcg/day¿. It was discussed that the pump did not know the difference between a mcg and a mg. The reporter was going to confirm the units with the healthcare professional. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8840, lot#: nhf014924n, ubd (B)(4) 2039 , UDI# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional who reported that the baclofen units should have been ¿mcg¿ instead of ¿mg¿. They were unable to determine when the pump had first been programmed as ¿mg¿ instead of ¿mcg¿. There were no complications.